Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that pump had a crack in case. The pump was not bumped, dropped or involved in a car accident. Crack is visible on backside of pump. The customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. The customer's blood glucose was unknown.